Event description:
New information received states that externalized conductors were observed via x-ray. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for noise. Interrogation showed increased threshold. The physician elected to have brady and tachy functions turned off. The patient did not want a replacement operation. There were no adverse consequences.